Manufacturer narrative:
Upon completion of the investigation it was noted that a tear in the silicone housing was observed. It is not know however if this occurred during the implant or explant of the device. Upon further investigation an occlusion was found, but when irrigated again the flow was normal. It was also noted that the device failed the programming test and a pressure test could not be conducted due to the tear in the housing. It appears that the likely root cause for the problem reported by the customer was due to biological debris seen throughout the device. The problem may have also been the result of the tear in the housing; however it is not possible to determine when the tear occurred. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the device was replaced due to malfunction.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Evaluation in process.